Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2017, the customer had a blood glucose (bg) level of 400 mg/dl with ketones in the morning and a bolus via the pump was delivered to address the high bg. The cause of the high bg was not known. The customer's healthcare provider wanted to know if the customer's basal rate was changed at night. Tandem technical support reviewed the pump data and found that no changes were made to the basal night setting on (B)(6) 2017. A tandem clinical diabetes specialist reported that the pump data showed the basal delivery was turned off for 8 hours on (B)(6) 2017. It was confirmed that on (B)(6) 2017, the customer had run out of insulin after receiving the low insulin alarm. The pump history showed that the customer had resumed insulin delivery on (B)(6) 2017 after an infusion set site change; however, no basal was delivered the remainder of the day. The customer woke up on (B)(6) 2017 with a high bg level and a trace of ketones. Tandem cds and the customer's provider will work together to troubleshoot with the customer to discover the cause of the customer's high bg.